Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient recently lost 40 pounds and is experiencing discomfort at her ipg site. The patient has expressed a desire to change the location of the ipg. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.